Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal malfunctioned. The seal did not deploy properly; it stayed in the delivery tube and was difficult to pull out. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).